Event description:
This procedure was performed in (B)(6): the physician was performing a vena cava retrieval procedure, two weeks after it was originally implanted. The gooseneck microsnare became caught on the filter when retrieving and the hoop of the snare was broken. The physician replaced it with another snare and successfully retrieved the vena cava filter from the patient.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Further information has been requested, should it become available, a supplemental report.